Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 150 units of insulin, and the insulin gauge remained static at 85 units of insulin. During troubleshooting with tandem technical support, the customer primed 5 units during the fill tubing process while being disconnected and the insulin gauge began to decrease as intended to an accurate fill estimate of 80 units. The customer's blood glucose (bg) level was 370 mg/dl with trace ketones; however, the customer reported "feeling" like the bg level was close to 401 mg/dl. To address the bg level, the customer delivered a correction bolus. At the time of the reported event, the customer changed the infusion site successfully. During a follow-up call, the customer's bg level had decreased to 268 mg/dl with 4.87 units of insulin on board (iob). During a follow-up on 8/31/2017, it was reported that the customer resolved the blood glucose and ketone level.